Manufacturer narrative:
Information indicates that product return is not expected. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a scheduled device replacement procedure, this existing right ventricular (rv) lead was connected to the replacement pacemaker device and during suturing, the rv pace impedance measured greater than 3000 ohm, which is high out of range. The impedance measurement was confirmed via a telemetry check. A lead conductor fracture was indicated. As a result, the rv lead was explanted. Due to venous route obstruction, the pacemaker device was not placed, and a leadless pacemaker system was scheduled to be implanted at a later date. No additional adverse patient effects were reported.